Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical review: a temporal relationship exists between pd therapy with the liberty select cycler and the patient¿s hiatal hernia. It is unknown if the patient¿s hiatal hernia was pre-existing or it developed after starting pd therapy as the patient has a past medical history of several pre-existing hernias. Presently, there has been no reported medical intervention for the hiatal hernia. Although it is unknown when the hernia developed, hernia is a well-known potential complication in pd patients due to the physiologic increase in abdominal pressure from the dialysate during pd therapy. Based on the available information, concomitant use of the liberty select cycler cannot be excluded as a contributory factor. However, there is no allegation nor any objective evidence which indicates a liberty select cycler malfunction or product deficiency caused or contributed to the patient¿s hernia event. Moreover, the patient also has a history of pd catheter (not a fresenius product) complications requiring previous catheter revision. Pd catheter issues are known to cause drain complications during the dialysis treatment which is also a significant risk factor for hernia development or exacerbation in pd patients.

Event description:
It was reported by the patients caregiver that the patient on peritoneal dialysis (pd) therapy has a hiatal hernia. It was also reported, that the patient has been on pd therapy for over a year. Per the pdrn, it is unknown if the hiatal hernia was pre-existing or if the hernia developed after start of pd therapy. The nurse reported there are no fresenius device or product issues, or malfunctions suspected to have caused the patient¿s hiatal hernia. However, the patient has been experiencing intermittent drain complications during pd treatment while using the liberty select cycler. The patient has remained asymptomatic while on pd therapy with respect to the hernia. However, it was reported the patient¿s hernia is suspected to be causing the patient¿s drain issues, and as a result the patient had a consult with the surgeon in (B)(6) 2019. Details surrounding the surgeon¿s findings are unknown. However, it was reported the hiatal hernia has not required medical intervention to date and it is currently unknown if the patient will require a hernia repair in the future. The patient reportedly continues pd treatment with the same cycler without any issues.